Manufacturer narrative:
H4: device manufacture date: october 24, 2020 - october 26, 2020. Three (3) devices were received for evaluation. Visual inspection was performed and observed a tear across the front side top flat weld areas under the hanger hole of all samples. Functional testing was performed which revealed a leak from the top seam under the hanger hole areas at the front side of all bags. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause was due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices were received and is currently awaiting evaluation. Should additional relevant information 0 x314. Become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the upper side of the weld (port). This was identified during product preparation. There was no patient involvement. No additional information is available.